Manufacturer narrative:
B5, h6 device problem code 2885- added b5, h6 device problem code 2885- added.

Event description:
It was reported that the wake button was difficult to press. In addition, the battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Event description:
It was reported that the wake button was difficult to press. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.